Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found that the tip in position #1 was bent and no sample was aspirated. The fse inspected the tip clamp and plunger clamp and observed one of the prongs on the plunger clamp was bent inwards. The fse replaced the plunger clamp. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).